Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous, heavily calcified proximal marginal de novo lesion that was 99% stenosed. Pre-dilatation was done with a 1.5x6 and a 2x8 unspecified balloons. A 2.5x18mm rx xience v stent delivery catheter (sds) failed to cross due to the anatomy and the proximal shaft separated. The sds was simply withdrawn. A new same size xience v sds was advanced but failed to cross due to the anatomy. A 2.5x18mm rx xience prime sds was advanced but failed to cross due to the anatomy. A 2.5x18mm xience xpedition sds was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.